Event description:
Info received indicates the head section is not operating properly. It is stuck in the raised position.

Manufacturer narrative:
The tech isolated the issue to the right side swing arm snapping off, not allowing the head of bed to go up or down properly. He replaced the swing arm to repair the bed.